Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was implanted after the release criteria were met. The next day, the device embolized from the laa to the aortic arch. The closure device was successfully snared and removed with a 20 fr introducer sheath located in the femoral artery. The patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the during the procedure, the la pressure when crossing the atrial septum was 11-12mmhg. The patient's hydration status was normal at the time of implant. And the patient was in atrial fibrillation both at the time of implant and when the embolization was discovered the next day. There was no attempt made to convert the rhythm around the time of implant. The patient is currently fine and a new attempt at laa closure will be attempted this autumn.